Event description:
It was reported that right hip revision surgery was performed due to pain, metal wear and pseudotumour.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The bhr cup and anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The intraoperative finding of soft tissue/synovium inflammation, occasional lymphoid aggregates, synovial erosion, focal pigment laden macrophages, pathologic findings of fibrous appearing tissue and minimal associated haemorrhagic material, elevated ion levels of chromium and cobalt, and pseudotumor fluid collections are consistent with findings of metal debris and infection. However, without the supporting histopathology findings, images or the explant for analysis it cannot be concluded that the clinical reactions are associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional: brand name.